Manufacturer narrative:
The returned computer was analyzed. Analysis revealed no failures with the returned computer. The operating system and application loaded successfully. When installed into a known good system, the system initialized and 2d and 3d images were taken successfully. Fdm 10, fdr 213, fdc 4315 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the returned cable was analyzed. Analysis revealed no failures with the returned cable. When installed in a known good system, the system initialized and readied. Calibrations passed and 2d and 3d images were taken successfully. Fdm 10, fdr 213, fdc 4315 still apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000476, s/n: (B)(4), product ID: bi30000443, s/n: (B)(4). A medtronic representative went to the site to test the equipment. The reported issue was confirmed. A new mobile view station (mvs) computer was installed along with a new umbilical cable. The system then functioned as intended and passed a system checkout. The computer and umbilical were returned to medtronic and are under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while testing the system due to a customer complaint which was that the system would not complete 2d image acquisition when scouting for a confirmation spin, the manufacturing representative exposed scout images, and an initial spin per protocol. The representative was able to perform 2d acquisition but upon completing the spin the unit would not reconstruct the image. It was noted the 3d reconstruction failed 2 hours after the initial spin. Upon further investigation of the system logs, the representative found connections that were forcible closed on multiple occasions. There was no patient involved when the issue was discovered.